Event description:
It was reported that the patient presented with an inability to inflate the device and he stated the pump was too high in the scrotum. The physician examples the patient and attempted to cycle the device but he was unsuccessful. It was also determined that the pump had migrated from the scrotum to the high left lateral scrotum. The patient then underwent a revision surgery at which time the physician had found that the sleeves of both cylinders had ruptured resulting in fluid loss. The cylinders and pump were explanted, and a new pair of cylinders and pump were implanted. There were no patient complications.

Event description:
It was reported that the patient presented with an inability to inflate the device and he stated the pump was too high in the scrotum. The physician exampled the patient and attempted to cycle the device but he was unsuccessful. It was also determined that the pump had migrated from the scrotum to the high left lateral scrotum. The patient then underwent a revision surgery at which time the physician had found that the sleeves of both cylinders had ruptured resulting in fluid loss. The cylinders and pump were explanted, and a new pair of cylinders and pump were implanted. There were no patient complications.

Manufacturer narrative:
Upon receipt at of these inflatable penile prosthesis (ipp) cylinders and pump at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination identified cylinder 1 and cylinder 2 both had a hole from avulsion at the distal end of the cylinder body. Both cylinders also had detached broken fabric threads at the proximal boding joint caused by a sharp instrument. Functional testing of cylinder 1 identified a leak at the bonding joint due to the sharp instrument damage. Functional testing of cylinder 2 identified a bulge in the proximal end. No leaks were found in cylinder 2. Visual inspection of the momentary squeeze (ms) pump identified the kink resistant tubing (krt) with window quick connectors were trimmed down. No leaks were identified. The pump did not pass functional testing. Based on the information available and analysis results, the reported inflation issue was confirmed. Analysis was unable to confirm the reported fracture and fluid leak because the damage identified was the result of sharp instrument damage. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.